Event description:
It was reported that one day after it was implanted, this right atrial (ra) lead presented an increase in its capture threshold measurements and partial sensing, so a dislodgment was suspected. X-ray imaging was performed and no dislodgment was observed. The device was reprogrammed to account for the decrease in sensing and increase in capture threshold measurements and remains in service. No adverse patient effects were reported.